Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the reportable event of the additional device required (snare) to retrieve the broken device fragment.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent with naviflex delivery system was to be implanted in the common bile duct to treat a biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, upon initial deployment, a 'snap' was felt and the black introducer separated from the pushing catheter portion of the naviflex, remaining inside the patient. The stent and introducer were then retrieved using a snare device, and the procedure was completed with another of the same device. There were no patient complications reported as a results of this event.